Event description:
Healthcare professional reported right side deflation and an implant removal from textured to smooth due to the concerns of the product. Device remains implanted.

Manufacturer narrative:
Initial reporter: email - (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation : observed one opening on the posterior side assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: white calcification observed inside device. Crease flat observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side deflation and an implant removal from textured to smooth due to the concerns of the product. The device has been explanted and replaced.

Event description:
Device has been explanted and replaced.